Event description:
A customer contacted global technical service (gts) regarding an unrelated alarm that appeared on the home choice (hc) during initial drain (ID). During troubleshooting for the alarm, the home patient (hp) stated that there was air in the patient line. Gts advised the hp to end therapy and start over with all new supplies. There was no serious injury or medical intervention reported. Product surveillance spoke with the hp and the following additional information was obtained. The patient was connected either at the time of the observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. The patient did not disconnect any time prior to the observed air. All bags were not properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp completed therapy with the same supplies. There have been no further issues with therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.